Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they get 10 boluses per day. The patient stated that ¿now my communicator is starting too not last very long.¿ per the patient, they had to charge it daily, and before they could go 2-3 days without charging it when they put airplane mode on for the handset. The agent assisted the patient in connecting to the pump well during the call and the patient confirmed a 40 minute lockout. The patient then stated, ¿it's not the connection that's the problem, it's the communicator - the orange light comes on daily, and it used to hold a charge longer than the handset¿. The patient then stated that the communicator charging port was loose, so they had to hold it for it to take a charge and the charging port had been this way since they received the equipment at implant in (B)(6) 2023. A replacement communicator was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-apr-2024, UDI#: (B)(4). H3. Analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.